Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th and 6th distal stent segments with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. Image review: photo 1: deformation is evident to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely calcified and tortuous lesion located in the mid lad. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is indicated that the stent failed to cross the lesion. It was reported that the stent was observed to be deformed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Add info: it was reported that burrs were noted on the stent after opening the package. The device was not used in the patient after the burrs were noted. The procedure was completed using another device. If information is provided in the future, a supplemental report will be issued.